Event description:
A malfunction alarm was reported involving a pump, which fell under warranty and displayed malfunction code 0 with a fault ID of 0-0x277d. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within an acceptable range. The customer was instructed to use multiple daily injections as a backup therapy and was guided by customer technical support to put the pump into storage mode before returning it. A replacement pump was provided, and the customer acknowledged understanding the return process.